Manufacturer narrative:
The investigation is in progress. If any additional information becomes available a supplemental/follow-up report will be submitted.

Event description:
On (B)(6) 2025 a veryan clinical sales specialist received information which reported that during a deployment of a 5 x 60 mm biomimics 3d (bm3d) stent system it appeared as if the stent collapsed mid-deployment. The catheter shaft was nicely stretched, and deployment went slowly. Correct pre-dilatation of the stenosis. It was reported that there were no health consequences or impact to the patient.

Manufacturer narrative:
Complaint complete and event remains reportable. A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. Based on the nature of the issues seen in this complaint, that the final portion of the biomimics 3d stent experienced foreshortening after the initial deployment was achieved successfully without issue, technical input from veryan r&d technical director was prioritized as part of this investigation. This input explained that the events of this complaint suggest that a complication due to there being excess slack within the delivery system potentially occurred during deployment. In the event where excess slack isn't sufficiently removed, when the outer braid nears the bifurcation hub while being retracted, the slack will have the effect of moving the inner shaft of the delivery system forward. This movement forward of the inner shaft can then potentially result in stent pattern complications, particularly stent foreshortening/compression. Ufmeca-1 version 19.0 line items #91-93 documents the potential hazardous situations associated with excess slack being present in a biomimics 3d device during deployment. In particular, it references the potential for stent pattern issues such as stent compression, which is relevant to the events of this complaint case. Based on the feedback received, it was not indicated that excess slack was removed from the delivery system during the deployment. It is important to note that the following instruction is given in IFU-1 version 3.0 section 7.2 'stent deployment procedure': "ensure there is no excess slack in the stent delivery system by pulling it back slightly while ensuring the sds radiopaque tip and stent distal marker are distal to the lesion, and the sds marker band and stent proximal marker are proximal to the lesion." In this case, the deployment may have been performed without excess slack being sufficiently removed from the device. In that scenario, the investigation understands that the user is potentially the root cause of any resulting deployment issues. Based on the inspection of the returned device, the DHR review of the complaint stent lot showing no suspected issues with the manufacturing process, and the suspected failure mode in this case being related to there being slack in the delivery system during the deployment, the investigation concludes that this complaint is not related to a deficiency with the device. Corrected: d9. H6: annex a, annex b, annex c, annex d.